Event description:
In 2008, the pt's father reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. The caller was instructed how to remove the plunger from the piston rod. He was advised to dry the cartridge compartment with a cotton swab. He was educated on the proper technique for removing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.